Event description:
(B)(4) received information that the right ventricular (rv) lead exhibited loss of capture (loc). Subsequently a lead revision procedure was performed where a dislodgement was confirmed via fluoroscopy. The rv lead was successfully repositioned with good measurements. The rv lead remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.